Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) MFR the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 system displayed multiple error messages during a procedure. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 system displayed multiple error messages during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The device was tested by the service representative and the customer for several hours but the reported issue could not be reproduced. The customer informed the service representative that a third party service provider was carrying out ips/ups testing on the day of the event and it may be possible that this lead to the reported malfunctions. No similar reports have been made against this device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.